Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of blood and clinical use were observed. The heater wire on the hot jaw was observed to be completely detached from the hot jaw. The heater wire was not returned for evaluation. It appeared as though the silicone insulation on the cold jaw was partially peeled/detached away from the tip and peeled/ detached below the tip down to the center. It was also observed that the silicone insulation was cracked at the inner part of the cold jaw near the tip. The silicone on the hot jaw was observed to be partially peeled with detachment at the tip. It¿s also observed that the silicone insulation on the hot jaw is peeled with detachment from just below the tip down to the center of the hot jaw where the heater wire would be anchored. The hot jaw silicone insulation appears to be discolored but there are no signs indicating burn of device. Based on the condition of the returned device and the results of the evaluation, the reported failure "material twisted/bent" and the analyzed failure "peeled" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro heating element came off jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro heating element came off jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.